Event description:
It was reported that a vns pt had experienced an increase in seizures, which coincided with staphylococcus infection under her left arm, the event was resolved with medication, and that prior to the event there had been no medication changes. F/u with the pt's treating vns therapy physician revealed that the event was related to the pt's revision surgery, and indicated that prior to the infections development there had been no admissions of pt trauma or manipulation. The physician also indicated that the infection was believed to have exacerbated the pt's seizure condition.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of the manufacturing records confirmed sterilization for both the generator and lead prior to distribution.